Event description:
It was initially reported that the device was explanted after an implant duration of approximately 67.2 months. In 2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to aortic regurgitation and aortic stenosis.

Event description:
A falsely elevated troponin I result was obtained on a patient sample. The result was reported to the physician. The sample was repeated and a negative result was obtained. The patient received a cardiac catheterization. There was no report of adverse health consequences as a result of the falsely elevated troponin I result.

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient's registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.